Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the fracture was confirmed. The clinical/medical investigation concluded that, this case reports that during a hip replacement surgery, two separate 10mm centralisers split open when fitted to the tip of the stem. Per email correspondence, all pieces were recovered from the patient and the procedure was completed using another device, with no patient injury and a minimal surgical delay. Therefore, no further clinical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we do have reason to suspect that the product failed to meet product specifications at the time of manufacture. Possible probable cause includes manufacturing issues. This issue was previously identified and is being addressed though our internal quality hold process. Based on this investigation, the need for corrective action is indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation. The provided picture confirmed the stated failure mode. The device is deformed and fractured. The clinical / medical investigation concluded that this case reports that during a hip replacement surgery, two separate 10mm centralizers split open when fitted to the tip of the stem. Per email correspondence, all pieces were recovered from the patient and the procedure was completed using another device, with no patient injury and a minimal surgical delay. Therefore, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The potential probable cause for this event is likely a manufacturing process error. This issue is being addressed through our internal nonconformance process. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during a cemented hip replacement using cpcs, the 10mm centralizer split open when fitted to the tip of the stem. Another 10mm centralizer was opened, and the surgeon noticed that it had abnormal material qualities "like glass". It failed in the same way. The surgery was completed with another s+n device. There was a delay of less than or equal to 30 minutes. Upon further review, it was determined that the event does not meet reporting per 21 cfr part 803. The central stabilizer is placed outside of the patient. There is no report of patient harm. Based on health hazard evaluation, the most likely scenario for a failure is that a back-up device is available and is used to complete the surgical procedure. The worst case if no back-up is available is to use an alternate method defined in the instructions for use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cemented hip replacement using cpcs, the 10mm centraliser split open when fitted to the tip of the stem. This device was discarded. Another 10mm centraliser was opened. The surgeon noticed that it had abnormal material qualities "like glass". It failed in the same way, but was not thrown away - it is available for return and inspection. The surgery was completed with another s+n device. There was a delay less than or equal to 30 minutes.